Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient currently receiving intrathecal baclofen via an implanted pump. The baclofen type, lot number, concentration, and dose were not known to the reporter. The indication for pump use was non-malignant pain and failed back surgery syndrome. Other medications the patient was taking at the time of the event were not reported. Other relevant medical history was not provided. In year 2013, the patient underwent a revision surgery to relocate the catheter so she could get more pain relief. Diagnostics performed before the revision, drug in the pump at the time of the event, additional information regarding the reason for the revision, and the outcome of the event were not reported. Additional information has been requested, but was not available as of the date of this report.